Event description:
A 6 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a 65% stenosed renal artery lesion in 2004. The lesion was tight and was reported not to be heavily calcified. The lesion was pre-dilated one time with a 3 mm diamter x 2 mm length balloon. It was reported that while either crossing the lesion or pulling the delivery system back into the guide catheter the stent displaced from the balloon and onto the delivery catheter. The physician then retracted the stent into the groin where the stent became lodged. It was reported that another access site was made and using an up-and-over technique the physician attempted to snare the stent. The physician was unable to snare the stent and the pt was taken to the operating room for surgical removal of the stent. No additional sequelae were reported. The lesion remains untreated and the pt's status is unknown.